Manufacturer narrative:
The received device had the cannula assembly fully deployed and the needle completely retracted. No issues were observed that would result in a late needle deployment or a failure to deliver insulin. The needle mechanism was manually reset to the not deployed state, before then being manually deployed without issue. The reported event could not be determined.the product was returned with a different lot number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to l44805. D4 - catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 11/6/2020. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed from unavailable to(B)(4). Correction to g(5): PMA/510(k) # changed from k122953 to k162296. Correction to h(4): device mfg date changed from unavailable to 5/6/2019.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16. Using the pod 5 / page 53: warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿

Event description:
The patient reported that the needle deployed the cannula late. The pod was worn for less than an hour.